Manufacturer narrative:
Device was thrown out in o.r.

Event description:
The company has received a report of a case where the piccolo composite ball tip guide wire penetrated the internal package, and thus compromised the product sterility. The fault was detected before item' usage, thus no adverse event was associated with this complaint.